Manufacturer narrative:
According to the facility on 10/2, "patient presented with gross hematuria requiring bladder irrigation. Irrigation syringes were not able to hold suction and completely malfunction. . This has been an intermittent ongoing issue. The plunger easily comes out of back of syringe easily comes out increasing risk to provider for biohazard exposure". The customer stated another irrigation tray was used and that there was no serious injury. The customer was unable to confirm the amount of instances the issue occurred. A sample is not available for evaluation. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility on 10/2, "patient presented with gross hematuria requiring bladder irrigation. Irrigation syringes were not able to hold suction and completely malfunction."